Manufacturer narrative:
The device was explanted due to a recurring infection at site of previous implant with other company. The source of the infection was not determined. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient was experiencing a re-occurring infection at the implantation site of a competitor device. The physician and infection specialist decided to explant all of the patient¿s devices and the patient was given antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70 serial/lot: (B)(4), 3056207, 3056209 description: linear 3-6 lead, 70cm model: sc-3138-35 serial/lot: (B)(4) description: scs phiii ext 35cm model: sc-3138-55 serial/lot: (B)(4) , 1074213 description: scs phiii ext 55cm model: sc-3354-25 serial/lot: 406720 description: w4 splitter 2x4-25 cm model: sc-9218-55 serial/lot: (B)(4) , 1078842 description: precision m8 adapter, 55cm model: sc-4316 serial/lot: (B)(4) , 19551743 description: next generation anchor kit-sterile it is indicated that the all devices except for the ipg will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a re-occurring infection at the implantation site of a competitor device. The physician and infection specialist decided to explant all of the patient¿s devices and the patient was given antibiotics.